Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an electrode. The customer reports that the patient has a skin reaction to the electrode during patch testing. The patient is reacting to the gel. The patient had skin discoloration, blistering, oozing and drainage. The patient was prescribed topical medication, clobetasol. The patient's reaction was directly underneath the pad. The patient does not have sensitive skin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.